Manufacturer narrative:
The device analysis report.

Event description:
Per the clinic, the patient experienced a decrease in speech scores, "fuzzy" sound quality and performance decrement with the device use that began in november 2022 (specific date not reported). Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.